Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer went to the emergency room and was admitted to the hospital due to a low blood glucose (bg) level of 27 mg/dl. Prior to the hospitalization the customer consumed carbohydrates and glucose tabs in attempt to address bg level. The customer was treated with intravenous fluids of insulin and saline and was released from on 06/19/24 with the issue resolved and no permanent damage. The customer was educated on not being connected to the pump during the fill tubing process. System check with tandem technical support confirmed the pump was functioning as intended.